Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a software problem and tested the hdd connection. The software was reinstalled.